Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The needle arrived at intera oncology on (B)(6) 2025 and is under evaluation. Therefore, once the evaluation is completed a supplemental report will be submitted.

Event description:
Intera oncology was notified that during pump preparation for an implant on (B)(6) 2026, the scrub tech wasn't able to flush the pump bolus pathway with low dose heparinized saline. They opened the backup special bolus needle and was able to flush the pump bolus pathway. The pump was successfully implanted and the clinic set the malfunctioned needle aside to be examined by intera oncology.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The bolus needle was tested at intera oncology and the complaint allegation of the needle being unable to bolus was not replicated.

Event description:
Intera oncology was notified that during pump preparation for an implant on (B)(6) 2026, the scrub tech wasn't able to flush the pump bolus pathway with low dose heparinized saline. They opened the backup special bolus needle and was able to flush the pump bolus pathway. The pump was successfully implanted and the clinic set the malfunctioned needle aside to be examined by intera oncology.